Event description:
Rph (registered pharmacist) (B)(6) hospital reports that the pt was admitted to the hospital through the emergency room today (B)(6) 2025 by their pah md for transition from IV remodulin premix to oral orenitram (pending, not yet started). Rph (B)(6) reports that there is a possible hickman line leak (onset date unknown) that is why the md is transitioning the pt to oral therapy (pending, not yet started). No further info, details, or dates available. IV remodulin premix pt.